Event description:
The consumer reported that the side rail fell down on its own. The bed is located in the patient's home. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The account sated the side rail will raise, lower and latch and the patient did not fall out of bed when the incident occurred. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the consumer had a technician perform preventative maintenance on their bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.